Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). . Investigation results: the reported issue was not present during investigation. Technical safety check tested in spec. Perform preventive maintenance service.

Event description:
As reported by the user facility: "the respiratory therapist stated that they started a continuous nebulizer treatment on a picu patient for lbuterol 40mg over 4 hours and the infusion completed in 1 hour. They did not state that there was any patient injury."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.